Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Man. Report number: 3006705815-2019-03544. It was reported that patient¿s lead had migrated. In turn, surgical intervention was undertaken wherein the lead was repositioned to capture the pain target. Effective therapy was restored after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.